Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported damage at the tip of the flex deflectable videoscope noticed during device reprocessing. There was no patient involvement, and no harm was reported as a result of the event.